Event description:
The facility representative contacted baxter to report an infusor pump in which the device would not go past a certain infusion rate and then the device stopped. The event occurred during programming/set-up in the second room operating area. There was no adverse event, patient injury, or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently being evaluated. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause was a defective mpu (microprocessing unit) board. The mpu board has been replaced. Additional: a service history review has been performed and it was discovered that the device was not serviced by baxter prior to this event. A device history review has been performed and there were no nonconformances noted during the manufacture of this product.